Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, they had removed a large polyp. There was a little more bleeding than normal so they decided to use a resolution clip device to stop the bleeding. They sent the device down, got it into position, and they attempted to deploy the clip. However, the clip was not able to be detached from the deployment device. They removed the clip from the mucosal tissue and completed the case with another of the same device. There was no additional bleeding, or tissue damage due to this issue. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.